Manufacturer narrative:
Investigation summary based on the information available, boston scientific concludes that although the visual examination of the device identified a leak in the cuff shell, the hole observed is consistent with explant damage; therefore, the reported allegation is unable to be confirmed. However, the reported patient symptom of urinary incontinence is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified that the end of the cuff tab was torn and there was a leak around the shell lateral area. Microscopical examination identified that the tear is consistent with explant damage. Labeling review the device instructions for use (IFU) was reviewed. The patient symptoms urinary incontinence was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was working properly until the patient experienced a sudden return of leakage. All components were explanted and replaced. Upon explant, there was a fracture in the cuff caused by the needle. The patient has a good outcome after the procedure and the system is working normally.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cuff damage and urinary incontinence was not detected as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was working properly until the patient experienced a sudden return of leakage. All components were explanted and replaced. Upon explant, there was a fracture in the cuff caused by the needle. The patient has a good outcome after the procedure and the system is working normally.